Event description:
Patient called to report an adverse reaction to the dexcom g6 sensor adhesive. Patient stated the sensor is causing infections and severe skin reactions. Patient stated he read that this is a big problem among many other people.